Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, fracture due to clavicular crush was observed. Patient was asymptomatic. Upon interrogation, high, out of range high voltage lead impedance was observed. The lead was explanted and replaced. The patient will continue to be monitored.